Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver displayed err hwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot. The receiver did not turn on. Functional testing and log download were unable to be performed due to the receiver not turning on. The receiver case was opened, the internal inspection failed due to damaged usb connector and broken pins. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).